Event description:
This serious unsolicited device case received from united states on (B)(6) 2013, from a consumer via (B)(6). This case involves a patient (demographics not provided), who underwent knee replacement and complained that synvisc did not work after receiving synvisc. Past medical history, relevant concomitant medications, past drugs: unspecified. On an unknown date, the patient initiated treatment with synvisc (dosage regimen, route of administration, batch/ lot number and expiry date: unknown) in an unspecified location for unknown indication. On an unspecified date in 2010, the patient received last dose of synvisc. It was reported that synvisc did not work for the patient. On (B)(6) 2010, the patient underwent knee replacement. Corrective treatment: unknown. Outcome - unknown. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: intervention required for the event of knee replaced.

Manufacturer narrative:
Pharmacovigilance comment: sanofi comment dated (B)(4) 2013: in this case the patient was treated with synvisc in an unspecified knee for an unknown indication and underwent knee replacement. There is no pharmacological or biological plausibility to prove that the suspect led to arthroplasty. Further more information regarding the patient's underlying disease status has been requested for further medical evaluation.